Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: unable to review product as it wasn¿t returned. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The product was sent to get sterilized but was misplaced. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a +6mm poly broke while putting away. It did not affect patient or the case. Attempts have been made, but no further information is available at the time of this report.